Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room then went to hospitalized due to high blood glucose and dehydration on (B)(6) 2019 with blood glucose of 555 mg/dl. The customer's blood glucose at the time of incident was 600 mg/dl. The customer did experienced the symptoms such as nausea. The customer was treated with fluids and fast active insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).